Event description:
This lead experienced loss of capture. An x-ray was performed with showed no obvious break or insulation problems. Noise was observed when the patient completed isometric exercises. It is suspected that this lead was damaged due to subclavian crush. Therefore, the lead was capped. Should additional information become available, this event will be updated.